Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit and was able to reproduce the reported issue. The fse performed the cart and pump leak, then seen that the leak was in the pump helium reservoir. To fix the issue, the fse replaced the assy,helium reservior and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter is: (B)(6).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional info contact #: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the helium reservoir, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.